Manufacturer narrative:
The device was received fully deployed. The download data did not contain any hazard alarms, timeouts, or drive stalls. The fluid path tested for any internal tears and one was found 0.3205 inches from the nail-head. This leak in the cannula is confirmed to have caused an improper delivery of insulin. No other damages or defects were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 410 mg/dl while wearing the pod between 24 and 36 hours on the arm.

Manufacturer narrative:
The device was received fully deployed. The download data did not contain any hazard alarms, timeouts, or drive stalls. The fluid path tested for any internal tears and one was found 0.3205 inches from the nail-head. This leak in the cannula is confirmed to have caused an improper delivery of insulin. No other damages or defects were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.